Event description:
Patient implanted with prodisc-c complained of neck pain. Prodisc-c was removed.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.